Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a major bacterial infection on (B)(6) 2023 and they were admitted. The site of the infection was a sternal wire which required a non-cardiac surgery to remove the sternal wire, debridement, and drug therapy. The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There was a delay in wound healing, but it healed. There were no systemic infections, but the patient continuously received oral antibiotics which was scheduled to continue until heart transplant. There were no abnormalities in the operation of or involvement of the left ventricular assist device (lvad).